Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device was returned for analysis. The shaft, collar, and tip were microscopically examined. There was blood in the shaft. There were numerous kinks throughout the shaft. The shaft was detached/separated at the collar with the polytetrafluoroethylene (ptfe) and portion of the shaft in the collar attached to the separation. The collar was also damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-june-2017. It was reported that crossing difficulties occurred. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that device was unable to cross the severely calcified lesion. The procedure was completed with a different device. No patient complications reported. However, device analysis revealed that the shaft was detached/separated at the collar.